Event description:
It was reported that the after a magnetic resonance imaging (MRI) procedure the device experienced a power on reset (por) and some of the patient information and diagnostic data was lost. It was noted that the device is not MRI compatible. All programed parameters were restored and most of the information was restored. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).